Event description:
Customer relayed a report of experiencing no flow when trying to connect a primary set to a secondary set. The reported condition occurred during patient use. There was a short delay in patient therapy. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
The sample is not available for evaluation; therefore the reported condition could not be confirmed or duplicated and the assignable cause could not be determined. The lot number is not known; therefore a batch review cannot be performed. Should additional information become available, a follow up medwatch will be submitted. (B)(4)